Event description:
The customer reported that the system did not display fluoro images on the monitors. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse and a circuit board in the image intensifier power supply. The system operates as intended.